Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patient¿s home program manager (hpm) confirmed that the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. However, the hpm reported while treating the patient it was discovered that the patient was allergic to ceftazidime (cephalosporins) due to a rash that developed. The patient was treated with oral benadryl and the patient¿s ceftazidime was discontinued (hpm unaware of a second antibiotic allergy). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s vancomycin was continued. The patient continued to undergo ccpd therapy while hospitalized and began utilizing the replacement liberty select cycler. The pdrn attributed causality to a breach in aseptic technique, as the patient admitted he does not wear a mask during initiation or termination of treatment. The patient reported he felt holding his breath was adequate infection prevention (education performed). Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Follow-up with the patient¿s home program manager (hpm) confirmed that the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. However, the hpm reported while treating the patient it was discovered that the patient was allergic to ceftazidime (cephalosporins) due to a rash that developed. The patient was treated with oral benadryl and the patient¿s ceftazidime was discontinued (hpm unaware of a second antibiotic allergy). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s vancomycin was continued. The patient continued to undergo ccpd therapy while hospitalized and began utilizing the replacement liberty select cycler. The pdrn attributed causality to a breach in aseptic technique, as the patient admitted he does not wear a mask during initiation or termination of treatment. The patient reported he felt holding his breath was adequate infection prevention (education performed). Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and antibiotic(s) therapy. The pdrn attributed causality to a breach in aseptic technique, as the patient was not utilizing a mask during initiation or termination of treatment. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.